Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient developed an infection. The lead was capped and replaced. The patient deceased on (B)(6) 2013.